Manufacturer narrative:
Beckman coulter field service engineer (fse) was not dispatched for this event. The customer technical support (cts) assisted the customer with troubleshooting, and the problem was resolved by securing the blood sampling valve (bsv). The customer will monitor and call back if problem continues. Customer did not call back with any further problems. Failure mode was attributed to the bsv. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that they observed a fluid leak in the area of the blood sampling valve (bsv) on the coulter lh 780 hematology analyzer. The customer stated the volume of the leak was 20 ml, the leak was under the instrument and on the counter and was cleaned by the customer. The customer stated that ¿low vacuum¿ errors also occurred. The instrument was shutdown for nightly maintenance and the leak was observed upon requesting a startup. The customer reset the instrument, but the location of the leak could not be identified. The customer technical support (cts) instructed the customer to secure (tighten) the blood sampling valve (bsv) knob and then perform a startup. No further leaks were observed after performing the action. The customer was wearing a laboratory coat, face shield, and gloves. There was no biohazard exposure of the fluid to open wounds or mucous membranes. No one sought medical attention. The material safety data sheets (msds) were not reviewed by the customer. There is an exposure control plan at the facility. No erroneous results were generated or reported in connection with this event. There was no death or injury resulting from the incident.